Manufacturer narrative:
The device was returned to zoll medical singapore for evaluation. The customer's report was verified and attributed to the central processing unit board (cpu)/ user interface module board (uim) assembly. The cpu/uim assembly was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information submitted in the previous medwatch report. Adding justification per your request for the reason why d4 primary UDI was no_UDI. The device in the report is not distributed domestically and therefore is not required to have an associated UDI-di in the report. Additionally, when the device was manufactured and distributed into the intended geography, there was no existing UDI-di regulation for the geography.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.